Manufacturer narrative:
(B)(4). (Exemption number e2015033). The concerned device has not been returned to the manufacturer for evaluation yet. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient swallowed the sonnet standard rechargeable battery. At the time of the event, the patient was wearing the device, took it off his ear, removed the battery cover and was able to snap the battery out of the adapter and put it in his mouth. As per patient's mother, the lock on the battery cover was stripped and she was not able to lock the covers. As per additional information received, the day following the event the patient seems to be doing fine and has been drinking a lot of water. The clinic did a x-ray and parents have been told to check his stool and if it does not come out in four days, he has to have another x-ray and may need to go to (B)(6) hospital to have it taken it out.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: the (B)(6) rechargeable battery has not been returned. The investigations of the received sonnet battery covers confirmed the worn out locking mechanisms, most likely due to multiple lock and unlock cycles. In addition, a mechanical damage to the welding seam at the locking mechanism, most likely caused by rough handling, could be observed. The device IFU indicates that the battery pack cover lock must always be locked for young children and also that parents/adults should check the device at least once a week for damages or missing parts. However, despite the user's caregivers were aware of the damaged locking mechanism, the concerned devices were in use. Furthermore, other mechanical damages were observed on the received items, which is another indicator of rough handling. This is a final report.

Event description:
The user swallowed one (B)(6) standard rechargeable battery. Information was received that the patient seemed to be doing fine. The user finally passed the battery, which appeared to be intact. At the time of the event, the user was wearing the device, took it off the ear, removed the battery cover and was able to snap the battery out of the adapter and put it in the mouth. 2 replacement battery covers, a new softer screwdriver and 1 standard rechargeable battery were sent to replace the defective items. The 2 exchanged battery covers have been returned for investigation, but no rechargeable battery has been made available.